Event description:
Boston scientific has become aware of the following event: the ivus catheter stuck in stent(s). The physician experienced stent entrapment with 2.5 mm cypher stent(s). When entrapment occurred, physician was able to withdraw the catheter by twisting the guidewire and catheter together and pulling back forcefully.

Manufacturer narrative:
Boston scientific is in the process of getting device returned to facility for evaluation, if available. The technical evaluation will be performed if the device is returned to manufacturer and the results of the evaluation will be provided in the supplemental report.